Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the doctor used the synthetic absorbable surgical suture to suture the patient's wound under local anesthesia, and the suture and bandage were completed, four hours postoperatively, the patient came to the hospital again and reported that the wound was painful and the wound dressing has oozed blood. After examination, the doctor found that the wound had split, blood was oozing, and the synthetic absorbable surgical suture had broken. The doctor immediately used medical alcohol to disinfect the patient's wound and re-sutured the patient's wound. After the suture was completed, the wound was bandaged, and the patient was kept for observation and given anti-inflammatory and hemostatic treatment.